Event description:
It was reported to medtronic minimed that the customer experienced a loss of communication between the insulin pump and simplera sensor. The customer reported insulin pump and mobile app. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and the pump the issue was not resolved. No harm requiring medical intervention was reported. Mmt-1885 was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump properly paired with simplera. No pump/simplera communication anomaly, sensor signal not found alert or pairing anomaly noted during testing. The pump properly paired to minimed mobile app on an iphone and the pump uploaded successfully to carelink personal. The carelink personal was accessed and successfully generated summary reports without any errors. No unexpected error message during the upload or report generation noted. Perform the history review 1 week prior to the event date 12-may-2025 in the pump history file and found 2 pump error 63 on 05/06/2025 at 03:56:20.000 and at 04:06:00.000, 1 pump error 23 on 05/12/2025 at 11:30:51.000 and 2 battoutlimit (6) on 05/12/2025 at 11:31:05.000 and at 11:31:13.000. [Per freger, mark ¿ r&d engineer: pump error 63 (filenum/linenum=632/5758) was triggered in function processrfchipstuckcount(), file eventhandler.c since rf chip stuck counter value equal to 4 exceeded the limit rf_chip_max_stuck_count=3 - suspecting hw issue (rf-chip problem). Pe23 and pe6 were expected since the pump was shutdown.] The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.7 mv). The pump passed the functional testing. No communication-between pump & xmtr not confirmed. No communication-between pump & mobile app not confirmed. Alarm-a357-pump error 63 confirmed problem isolated to the electronic assembly (found when performing the history review). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.